Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery. A 2.8x26 mm graftmaster covered stent was noted to have the edge of the stent bent as it was being loaded on the guide wire. The device was not used and a 2.8x19 mm graftmaster was attempted to be advanced, but could not cross the lesion to be implanted due to the anatomy. Finally a 2.8x16 mm graftmaster covered stent was implanted and sealed the perforation; however, the patient expired due to cardiopulmonary arrest. Per the physician, the use of the graftmaster devices did not cause or contribute to complications, adverse events or the patient death. The patient was declining in health prior to the use of the graftmaster devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. The physician stated the stent was implanted without issue and did not cause or contribute to adverse sequela or the patient death. There is no indication of a product quality issue with respect to manufacture, design, or labeling.